Event description:
The end user had stated that the belt on his wheelchair had broken. The user states that he was on an inclined ramp and his chair began to freewheel down the ramp after the belt broke. The end user states that he had continued down the incline where he ran into a retaining wall. The end user states that he did not seek medical attention. The end user reports that his toes were bruised when inspected later by his nurse. This incident was determined reportable because it is alleged as a product malfunction which could have contributed to serious injury.

Manufacturer narrative:
This device was originally manufactured by teftec. Next mobility has since acquired the assets of teftec and continues to support warranty claims and customer service requests of the teftec legacy devices along with new production of the omegatrac.